Event description:
Livanova deutschland received a report that, after disinfection and during the adding of hydrogen peroxide, the 3t heater cooler device showed a list of error codes associated to patient pump problems (e05, e06, e17 and e21) and motors smelled burnt. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. To solve the issue, all the pumps including the agitator on the patient tank were changed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. Based on technical intervention, the most likely root cause of the reported error codes can be traced back to jammed stirrer motor due to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.